Event description:
Information was received indicating that this ambulatory infusion pump exhibited a wrong cassette alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
The manufacturer narrative (h10) regarding the device evaluation was reported in the previous supplemental report. This reports the corresponding codes. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
One used ambulatory infusion pump was received for device evaluation. Visual inspection found the device to be in good physical condition. A review of the pump event history log was performed, which indicated multiple "wrong cassette" messages. Functional use testing was performed to detect any signs of pressure failure. An alarming "wrong cassette" message was activated when latching a cassette onto the pump. Fluid ingression testing found the downstream occlusion sensor and upstream occlusion sensor seals to be torn. The reported complaint was confirmed. The root cause to the reported issue has been attributed to fluid ingression causing damage during use.